Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulties removing the balloon were encountered. After pre-dilation with a 3.0x12mm quantum maverick balloon at 12 atms for 30 sec x 4, the physician successfully placed a taxus express2 3.5x24mm stent in the mid lad. However, upon deflating the balloon the physician felt resistance retracting the balloon out of the stent. The physician believed the balloon was sticking on to the stent. The physician successfully removed the balloon by removing the entire delivery system as one unit. After the removal of the entire delivery system a type a mild dissection was noted proximal to the stent that was deployed and distal to the guide catheter. The dissection was repaired with a taxus express2 3.5x8mm stent. The procedure was successfully completed. No add'l intervention was needed. Pt status is reported to be "satisfactory/good."